Event description:
It was reported that the patient presented for follow up with a complaint of diaphragmic stimulation. Stimulation was caused by the left ventricular lead. The patient was scheduled for explant and the lead was replaced. The patient was stable.